Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not decontaminated.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. No further information available.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. No further information available.

Manufacturer narrative:
The reported event that sr 4mm offset humeral he ad trial 56x22 was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed (only with regards to the sent pictures). Based on investigation, the root cause was attributed to be other related. The failure was caused by inadequate handling during transportation (storage). The device inspection revealed the following (only with regards to the sent pictures): the pictures show that the returned part is indeed clearly broken off. We can therefore clearly determine that this must have been caused during transportation as multiple articles are effected. Unfortunately as this occurred, no one reported it. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling was not necessary. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.